Manufacturer narrative:
Physio-control evaluated the device and observed that it intermittently would not power up in battery. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and observed a failure of filter, designator fl4.

Event description:
Found during testing. According to the reporter, the device failed to power up in battery mode. There was no use pt associated with the reported event.